Event description:
No osseointegration, thread tap used, primary stability was achieved, implant was completely covered by bone, mobility. Discomfort, not pain. Possibly too high of torque achieved at implant placement. When trying to unscrew the healing cap, the entire implant came out with no force exerted on the implant.